Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was cracked, resulting in an unresponsive touchscreen and loss of normal user interface, and a replacement device was shipped with instructions provided for shutdown, data sync to the mobile app, return of the original device, and notice that historical device data would not transfer. Symptoms included no adverse clinical effects and blood glucose reportedly unaffected, with continued cgm use via the dexcom app or receiver. Outcomes included device replacement and arrangement for return using a provided shipping label. Investigation included customer counseling on device shutdown and data handling, shipping coordination, and follow-up to verify return. Investigation of this device revealed a damaged screen consistent with physical damage to the display/touch component, with no alerts or alarms reported and no impact to glycemic control. It was concluded, based on previously established findings for similar reports, that physical damage unrelated to device manufacturing or performance was the most likely cause.